Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. There was a placement signal not reliable when prepping the cp pump for insertion. The decision was made to explant the device and replace it with a new impella cp device. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation has been completed for the reported issue of placement signal issue. The device was not returned for evaluation. The root cause of the placement signal issue was determined to be unrelated to the pump. This report is being filed as part of a retrospective review of historical records.